Event description:
It was reported that during a laparocopic cholecystectomy, the clip applier closed the clips irregularly. It was visible that the clip was caught in the device jaws. The case was completed with similar device with no pt consequences.